Event description:
Attorney alleges plaintiff had a capsulotomy and developed multiple physical symptoms including breast pain, hardness, atypical connective tissue disease, gross scarring, anxiety, stress, pain and suffering.